Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 1 month after the index procedure, the patient¿s vessel containing the target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 1 month after the index procedure, thrill and pulsatility were detected concluding the patient's target lesion was reportedly reoccluded. A revascularization on (B)(6)2018 was performed involving a stent graft of the target lesion and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but possibly related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the event description was changed from "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 1 month after the index procedure, the patient¿s vessel containing the target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported" to "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 1 month after the index procedure, thrill and pulsatility were detected concluding the patient's target lesion was reportedly reoccluded. A revascularization on (B)(6)2018 was performed involving a stent graft of the target lesion and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but possibly related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported." Relevant tests and lab data was changed from "unknown" to "dialysis was successful on (B)(6)2018. Dialysis was successful on (B)(6)2018. Dialysis was successful on (B)(6)2019." Other relevant history was changed from "unknown" to "past medical history includes: hypertension and one intervention of the index av access circuit in past 12 months" eval code & desc - results code "213" was added. Corrected data: g.1. MDR contact person and email address from (B)(6) and(B)(6) to (B)(6) and (B)(6). G.2. Phone number was changed from (B)(6) to (B)(6). H.6. Eval code & desc - method codes were changed from "3263, 3317" to "4115,3331,4110" eval code & desc - conclusion code was changed from "92" to "4310" h.3. Conclusion was changed from "the investigator assessed that the event was not related to the study device or procedure." To "the investigator assessed that the event was not related to the study device or procedure, but possibly related to the av access circuit." H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure, but possibly related to the av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.